Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026, which disrupted insulin delivery and resulted in hyperglycemia.